Event description:
Synovitis [synovitis]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unknown with osteoarthritis in both knees (grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. The patient's age was reported to be of (B)(6) at the time of first synvisc injection series. On (B)(6) 2009, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the third course in right knee and fifth course in left knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2010, the patient experienced synovitis in both knees that recovered within 48 hours. The patient was treated with intramuscular medrol (methylprednisolone acetate) for the event of synovitis in both knees. The action taken with synvisc was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in both knees was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in both knees as definitely related. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
Additionally, the qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.